Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd alaris¿ smartsite¿ low sorbing extension sets were found with black specks of foreign matter in the filter. The following information was provided by the initial reporter: "I have four examples of tubing that we attempted to utilized but upon final inspection noticed particulate or black specks within the body of the filter itself. We attempted to wipe off the spots but we not successful ¿ therefore the belief they may be within the body of the filter. Periodically we would see this ¿ however in this particular circumstance we noticed it repeatedly over a couple of days."

Event description:
It was reported that 4 bd alaris¿ smartsite¿ low sorbing extension sets each from lots 22029700 and 22029764 were found with black specks of foreign matter in the filter. The following information was provided by the initial reporter: "I have four examples of tubing that we attempted to utilized but upon final inspection noticed particulate or black specks within the body of the filter itself. We attempted to wipe off the spots but we not successful ¿ therefore the belief they may be within the body of the filter. Periodically we would see this ¿ however in this particular circumstance we noticed it repeatedly over a couple of days."

Manufacturer narrative:
H6: investigation summary eight samples of item 20350e was received for quality evaluation. The customer complaint of foreign matter was verified by inspection. Upon inspection five samples showed signs of foreign matter inside the filter area, 1 samples showed signs of foreign matter on the tubing connected to the outlet port and 2 samples showed signs of embedded foreign matter on the female luer connector. A device history record review for model 20350e lot number 22029700 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20350e lot number 22029764 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The filter supplier indicated that the foreign matter material is most likely char from the raw materials molding process. The supplier has determined that due to the size and amount of particulate, it has been deemed an acceptable condition and meets release criteria per supplier inspection procedure. The root cause for the foreign matter seen on the tubing could not be determined and was considered a one time occurrence because the failure could not be replicated at the manufacturing level. A quality notification has been generated for this failure. The foreign matter found in the female luer adapter was acknowledged by the female luer manufacturing facility. Upon analysis of the foreign matter, it was determined that the material was completely embedded in the female luer body.

Event description:
It was reported that 4 bd alaris¿ smartsite¿ low sorbing extension sets each from lots 22029700 and 22029764 were found with black specks of foreign matter in the filter. The following information was provided by the initial reporter: "I have four examples of tubing that we attempted to utilized but upon final inspection noticed particulate or black specks within the body of the filter itself. We attempted to wipe off the spots but we not successful ¿ therefore the belief they may be within the body of the filter. Periodically we would see this ¿ however in this particular circumstance we noticed it repeatedly over a couple of days."

Manufacturer narrative:
The following fields were updated due to receiving additional information from the customer: b.5. Describe event or problem: it was reported that 4 bd alaris¿ smartsite¿ low sorbing extension sets each from lots 22029700 and 22029764 were found with black specks of foreign matter in the filter. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22029700 d.4. Medical device expiration date: 14-feb-2025 h.4. Device manufacture date: 11-feb-2022 d.4. Medical device lot #: 22029764 d.4. Medical device expiration date: 16-feb-2025 h.4. Device manufacture date: 16-feb-2022 d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 14-mar-2023 h.2. Device return to manuf .? Yes